Event description:
Pt was being fed using a pump. Reporter stated "the enteral feeding pump did not alarm at the time the tubing became dislodged from the cassette". An overdelivery resulted, but no details on the extent of the overdelivery were provided. Pt was hospitalized subsequent to the event. Attorney stated preliminary indications are that the pt aspirated. The pt expired, but the cause of death is not known at this time. One pt involved.